Event description:
It was reported that when using the bd pyxis¿ es server, areas were disappearing from devices, causing medstations to lose assigned areas. This occurred on multiple stations and appeared linked to changes in override groups or critical overrides. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, model, catalog, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that stations were disappearing from the devices on the pyxis es server. The technical support specialist (tss) dialed into the app server and confirming it has 16gb ram and structured query language (sql) can utilize all 8 vcpu cores. Reviewed customer complaints about missing override groups and areas, referencing knowledge article (ka)000017789 and ka 000016806. Implemented changes including lowering sql memory allocation to 116gb, disabling purge throttles, and restarting maintenance service. Recommended increasing app server memory to 16gb and adjusting vm core/socket configuration per ka 000013719. Ran queries identifying 111,050 inactive override group rows and 24 unique inactive overridegroupkeys, leaving results saved in sql server management studio (ssms). Provided guidance on global edit issues and shared knowledge article es 1.11 - es webpage hangs in "loading" using filters under settings>devices (draft) with the customer. Awaiting further updates from customer it. The customer provided permission to close the case as there have been no further reported incidents. The system functioned as intended after the technical support specialist troubleshot the issue.